Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated ventral hernia. After implant, the patient experienced abdominal pain, recurrence of hernia, and adhesions. Post-operative treatment included trigger point injections for pain, debridement, and surgical revision with ethicon proceed mesh.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated ventral hernia in a laparoscopic repair. After implant, the patient experienced abdominal pain, recurrence of hernia, emotional distress, and adhesions. Post-operative treatment included trigger point injections for pain, debridement, revision surgery, and surgical revision with ethicon proceed mesh.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient and imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated ventral hernia in a laparoscopic repair. After implant, the patient experienced abdominal pain, recurrence of hernia, and adhesions. Post-operative treatment included trigger point injections for pain, debridement, and surgical revision with ethicon proceed mesh. Concomitant device: endoscopic stapler

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated ventral hernia. After implant, the patient experienced abdominal pain, recurrence of hernia, and adhesions. Post-operative treatment included trigger point injections for pain, debridement, and surgical revision.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incarcerated ventral hernia. The procedure performed was repair of ventral hernia with mesh. The patient has had a surgical revision, recurrence and adhesions.